Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is currently in the hospital and being treated with insulin pens. Customer thinks that he blacked out because of his blood glucose. Customer's current blood glucose is 137 mg/dl. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 70 mg/dl. Customer stated that the paramedics were dispatched and he had a possible low blood glucose level leading to the accident. Customer might not have eaten enough for break like he usually does. Customer has been in surgery to fix his broken bones and is in rehab for another 5 weeks. Customer was not wearing the pump at the time of the hospitalization. Customer stated that he was unsure but the pump flew off of him during the accident and he does not know where it is. Customer was the driver at the time of the accident and was on a motorcycle. Customer was the only one involved. Customer stated that he hit a drainage ditch and a rock pile while driving. Customer declined the loaner pump.